Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the proximal end at the tall input #7 inside the housing. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. This issue can be resolved by using an alternate instrument to complete the procedure. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). At this time, complaint investigation has been completed, and this record will be closed. If additional information regarding this complaint is obtained, the record will be re-opened for further evaluation.

Event description:
It was reported that during da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not open and close to pick up clip. The procedure was completed with no patient harm.